Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while inserting a lantern into a non-penumbra catheter, the physician experienced resistance and subsequently, the lantern became kinked; therefore, it was removed. The procedure was completed using another microcatheter and coils. There was no report of an adverse effect to the patient.